Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the etiology to related to the device, therapy, and implant procedure.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va18ynq, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va18ynq, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the event date and action/intervention date, which included the explant occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the etiology to possibly related to the device, therapy, and implant procedure.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# va18ynq, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va18ynq, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that since the patient's surgery on (B)(6) 2016, the patient has had problems with redness and erythema on their neck and implantable neurostimulator (ins) incision, which slowly resolved. Over the last few days, the patient developed a yellowish drainage and swelling from the top of their head where the extension-lead incision begins. A red streak down the patient's head along the extension wire was also reported. The patient went to the neurosurgery clinic for a wound check and confirmed that there was no drainage that morning, however, when the area was touched with a q-tip, a large amount of yellowish pus came out of the incision. The patient was scheduled for surgical removal of the entire system on 2017(B)(4) as an infection developed at the extension-lead incision; the event required in-patient or prolonged hospitalization and medical / surgical intervention. Diagnostic methods included identifying a large amount of yellowish pus from the incision site and confirming appropriately positioned electrodes via imaging on (B)(6) 2017. The etiology was possible related to the device/therapy and implant procedure. The health care provider (hcp) initially stated that the issue was ongoing, however, a manufacturer representative (rep) later reported that it was resolved. It is unknown when the issue began occurring as the health care provider (hcp) stated the event date and explant surgery were on (B)(6) 2017 while the manufacturer representative (rep) stated it was on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on 2017-may-11. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.